Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The lockíng mechanism is defective / broken.

Manufacturer narrative:
Examination of the returned device confirmed the tabs are broken and/or exhibit significant wear. The root cause is attributed to design. (B)(4) were initiated as a result of (B)(4) to address tab fracture. The updated design will be released with a new product code however; no products have been released for distribution at this time. No further corrective action required. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.